Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient developed an infection. As result, a system revision was planned. Reasonable evidence suggests this device was extracted. No additional adverse patient effects were reported.